Manufacturer narrative:
Na

Event description:
The screw was hard to insert into the bone (before compression process). Surgeon found the head of screw was broken. Surgeon removed screw and reimplanted with another screw.